Event description:
Boston scientific crm received information that this left ventricular lead had dislodged. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Event description:
On (B)(6) 2010, a revision procedure was performed. The left ventricular lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted should additional information become available an amended report will be submitted.

Manufacturer narrative:
The left ventricular lead remains implanted. Should additional information become available, an amended report will be submitted.